Manufacturer narrative:
This event has been reassessed and the reportability has been determined to be a serious injury medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. Twenty two samples sealed with the appropriate packaging that were representative of the complaint lot were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the patient presented with inflammatory reactions along the wound suture. There was suture granuloma, localized pus accumulation, and redness along the suture used. The reported issue was confirmed. The most likely cause could not be identified because no related problem was detected with the device. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative of a knee total endoprosthesis performed on (B)(6) 2024, the patient was discharged from the hospital with a dry and irritation-free wound. However, in the following days, the patient presented with inflammatory reactions along the wound suture. There was suture granuloma, localized pus accumulation, and redness along the suture used. The issue was resolved by antibiotic therapy and adequate wound care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative of a knee total endoprosthesis performed on (B)(6) 2024, the patient was discharged from the hospital with a dry and irritation-free wound. However, in the following days, the patient presented with inflammatory reactions along the wound suture. There was suture granuloma, localized pus accumulation, and redness along the suture used. The issue was resolved by antibiotic therapy and adequate wound care.